Event description:
Customer states that her sensor continues to give incorrect reading showing her to have low blood glucose; she also received calibration error. Customer's actual blood glucose was 305 mg/dl. Troubleshooting was done on devise. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.